Manufacturer narrative:
(B)(4).

Event description:
Patient reported missing sensor wire it was reported that [detached/missing] sensor wire occurred. The sensor was inserted into the abdomen on (B)(6) 2021. The product was evaluated. An external visual inspection was performed and failed due to sensor wire detached.

Manufacturer narrative:
(B)(4).

Event description:
Patient reported missing sensor wire it was reported that detached sensor wire occurred. The sensor was inserted into the. Arm on (B)(6) 2021. The product was evaluated. An external visual inspection was performed and failed due to sensor wire detached. The probable cause was determined to be confirmed. No injury or medical intervention was reported.